Event description:
Reporter has been an insulin dependent diabetic since august 1978 and has used minimed insulin pumps since november 1985. Their experience with the pumps has been wonderful until 2002. Up until 2002, reporter had used an insulin infusion set (the plumbing that transmits the insulin into the body from the pump) with a straight steel needle. About a year prior companies stopped making the straight needle steel infusion set. In september 2002, reporter received a minimed paradigm insulin pump. At that point in time reporter changed to one of the many infusion sets that use a plastic cannula. Reporter has tried all of the infusion sets that use the plastic cannula made by minimed. The cannulas tend to bend and the flow of insulin stops and blood sugar goes sky high. The pump does not register a blockage. Reporter believes that limited amounts of insulin flow into the body depending on the bend that prevents the pump from registering a blockage. During their looking at this type problem, reporter has learned that at least some of the medical profession know that plastic cannulas can cause scarring of the underlying tissues under the skin more so than the steel type needle. Minimed is also aware of this problem and does not address it. They only make one steel infusion set. That is a bent steel needle that is designed to go deep under the skin. This infusion set does not work for them as they ask a slender diabetic with 19% body fat. Reporter develops infections at the injection site very quickly after inserting the bent steel needle, they believe because the needle goes too deep. No place is a diabetic notified of the possibility of bending of the plastic cannula much less being notified of the fact that steel needles are less to cause the problem. Soultion to the problem: 1. All plastic cannula infusion sets should be required to carry a label similar to this. "Plastic cannulas may cause scarring of subcutaneous tissues which may cause bending of the cannula and delivery of insulin to be stopped and a resultant rise in blood sugar". All insulin pump providers must be made to provide straight as well as bent steel needles and advise pump users that scarring of subcutaneous tissue will be less using the steel needle infusion sets. The medical devices in question are all insulin pump infusion sets utilizing a plastic cannula to inject the insulin under the skin. Specific infusion sets tried and currently used by the writer and the manufacturer. The manufacturer of the infusion sets in question is medtronic minimed.